Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Literature citation: 15-year patency and life expectancy after primary stenting guided by intravascular ultrasound for iliac artery lesions in peripheral arterial disease, hisao kumakura, md, jacc: cardiovascular interventions ª 2015 by the american college of cardiology foundation, vol.8, no.14, 2015. (B)(4).

Event description:
Reported via journal article that patient¿s experienced hematoma, pseudoaneurysm, and distal embolism during this study. The purpose of this study was to evaluate 15-year patency and life expectancy after endovascular treatment (evt) with primary stenting guided by intravascular ultrasound (ivus) for iliac artery lesions. Patients presented with peripheral artery disease (pad) and were being treated for infrarenal aortoiliac disease. All patients received a bolus of 5,000 iu of heparin before treatment. The puncture site for arterial access was in the inguinal region of the femoral arteries, and evt was performed through the iliac artery via an ipsilateral or contralateral route. All procedures for stent implantation were guided by intravascular ultrasound (ivus). After guidewire passage through the lesion, ivus was performed at the lesion segment and at proximal and distal reference sites in the lesion segment with manual pullback. In cases with severely calcified lesions, minimal pre-dilation with balloon angioplasty was performed with sterling, wanda and another non bsc balloon catheter. In most other cases, direct stent implantation was performed using a wallstent rp, express ld and other non bsc stents. Complications were observed in some cases and were noted as distal emboli requiring surgical resection of the thrombus using a non bsc embolectomy catheter or a thrombus aspiration catheter, hematoma that prolonged hospital stay, and pseudoaneurysm.